Event description:
The customer reported functionality was lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No pt status injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The collimator assembly was also repaired during the service event. The system was tested and found to be working as intended and returned to service.